Event description:
The customer reported that a patient received 2nd degree burn marks to the butt cheeks which surfaced a few days after the procedure. The patient&#39;s injury was treated with topical cream. The site indicated the patient was prepped using providon and was in a supine position during the procedure. It is unclear where the covidien e7507 pad was placed at the time of incident.

Manufacturer narrative:
(B)(4). The investigation did not identify anything that would have caused or contributed to the reported event. The investigation found that the unit functions normally and within specification.